Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional

Event description:
It was reported that the rigid videoscope image was black. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: the coverglass of the insertion section had scratches therefore the image quality was poor, the r-unit was broken and therefore the resolution was inadequate, and the video cable was broken therefore flash or ghosts occurred. Based on investigation, a definitive root cause of the reported event could not be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid videoscope image was black. There were no reports of patient harm.